Event description:
Ous MDR - after an implantation time of about 3 months, it was reported that a continuous drop in amplitude occurred; from 10.3 mv to 1.47 mv. Additional information is not available. It was decided to explant the lead. No worsening of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was subjected to extensive analysis. As part of the testing, the lead was inspected visually, electrically, and mechanically. During this inspection, no deviations from the technical specifications were found that could be linked to the clinical complaint. The lead was to specifications and in working order. The values from the electrical and mechanical analyses in particular were within technical specifications. In summary, there is no indication of a material or manufacturer defect.